Event description:
The customer's father reported a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with a blank display after the initial start-up, due to a problem with the motherboard.